Event description:
The patient has had three intra-aortic balloons (iab) placed. Two ultraflex iabs (40 cc and 30 cc) and one 40 cc fiberoptic. The patient is a female patient post mi, CABG and cardiogenic shock. The patient is ventilated, has norepi, epi, vasopressin, and milrone infusing at high doses. The patient is 100% v-paced. It was noted that the patient has a calcified aorta. Balloon #2: ultraflex sn:(B)(6). The staff were attempting to insert the balloon and blood was noted coming out near the balloon membrane and the balloon was not fully inserted. Again, they were doing a transthoracic insertion. This balloon was removed and a 40 cc fiberoptic iab was inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab leak suspected is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the distal tip, which caused blood to enter the helium pathway. The iabc bladder membrane was fully intact, with no leaks noted. The root cause of the complaint is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
The patient has had three intra-aortic balloons (iab) placed. Two ultraflex iabs (40 cc and 30 cc) and one 40 cc fiberoptic. The patient is a female patient post mi, CABG and cardiogenic shock. The patient is ventilated, has norepi, epi, vasopressin, and milrone infusing at high doses. The patient is 100% v-paced. It was noted that the patient has a calcified aorta. Balloon #2: ultraflex sn: (B)(6). The staff were attempting to insert the balloon and blood was noted coming out near the balloon membrane and the balloon was not fully inserted. Again, they were doing a transthoracic insertion. This balloon was removed and a 40 cc fiberoptic iab was inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
The patient has had three intra-aortic balloons (iab) placed. Two ultraflex iabs (40 cc and 30 cc) and one 40 cc fiberoptic. The patient is a female patient post mi, CABG and cardiogenic shock. The patient is ventilated, has norepi, epi, vasopressin, and milrone infusing at high doses. The patient is 100% v-paced. It was noted that the patient has a calcified aorta. Balloon #2: ultraflex sn: (B)(4). The staff were attempting to insert the balloon and blood was noted coming out near the balloon membrane and the balloon was not fully inserted. Again, they were doing a transthoracic insertion. This balloon was removed and a 40 cc fiberoptic iab was inserted. There was no report of patient complications, serious injury or death.